Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were malformed though the device was fired several times. Some clips were teardrop-shaped and others were unformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired. In order to verify the condition of the internal components, the device was disassembling. Upon disassembling, massive dried body fluids were found inside the handles and shaft subassembly. Please note that accumulation of body fluids is common during surgical procedures and does not necessarily indicate a manufacturing defect in the device. In addition, 2 conforming clips, 4 gap clips, 4 malformed clips and 2 pear shaped clips inside a sample bag were received. It is possible that due to the accumulation of massive dried body fluids the clips were not properly fed into the jaws causing the clips not to form as intended. However, no conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.